Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence, resulting in the customer experiencing an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. The customer took no action to address bg. The customer declined to load a new cartridge.